Event description:
It was reported that the loop of the set meniscus mender ii kept breaking. Also, they are no longer sharp like they used to be. No patient injury was reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. No further actions pursued at this time.